Event description:
Pt intubated on 3/18/99 with #5 1/2 shiley trach required due to previous history and did insert #8sct shiley trach on 3/19/99. Problem with flexible tubing and it was felt that this shiley trach twisted resulting in obstructed airflow. Pt suffered cardiac arrest and was revived successfully.